Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: mediastinal lymphadenopathy ) using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni. Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: fungus: exophiala lecanii-corni. (B)(6) 2020-seen by pulmonologist for evaluation of sleep apnea. (B)(6) 2021-seen by primary care physician: annual visit, sleep apnea concerns. (B)(6) 2021-seen by pulmonologist for sleep follow-up. (B)(6) 2021-seen by pulmonologist: sleep apnea concerns. The patient was not treated with antifungals at anytime during the course of these events. The patient's current condition is described as: continues with sleep apnea issues. CPAP in use. No other respiratory concerns at this time. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient (this report)9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.